Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up. Communication with the customer via service business center representative informed that the laser system been returned for repair for another issue, and it will be inspected for any damage because of the fire. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found the dust shutter door did not move/close as expected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the final root cause of this event was unable to be identified, as the event was unable to be reproduced during the device evaluation. It¿s likely the event occurred due to the fiber breaking, as a fire will occur and is expected if the console is activated while connected to a broken fiber. The following is included in the instructions for use: ¿do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired.¿ olympus will continue to monitor field performance for this device.